Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 479 mg/dl, 456 mg/dl, 510 mg/dl at the time of incident and current blood glucose was over 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin injection for high blood glucose level. Customer reports the symptoms related to their high blood glucose such as short of breath. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the did not use auto mode. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.